Event description:
It was reported that the pump was depleting batteries too quickly, indicating a mechanical malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was obtained as logs were not available.